Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump had scratches on lcd window, cracked reservoir tube lip, cracked case near lcd window corner and stained end cap sticker.

Event description:
It was reported by the customer's wife, that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information was provided.